Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) assisted customer in recovering failed tower door. The system functioned as intended after the field service engineer assisted customer to resolved the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had door failure and the error messaged stated hardware failure. The user did reboot the station and recover the drawer however issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.